Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. All available information received indicates that the physician opted to treat patient with antibiotics and discharged the patient from the hospital. No other intervention was performed. No adverse patient effects were reported. The product remains implanted.

Event description:
Additional information received indicating that this product was explanted due to a skin infection on the patient's chest. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).